Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Note: positive identification as a synthes device has not been provided. Synthes is filing this report because synthes manufactures schanz screws.

Event description:
A schanz screw was noted as bent on an x-ray. Patient experienced fractures to her pelvis in a motorcycle accident and was treated with an external fixator and two schanz screws. It is unknown if the schanz screw was removed.